Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. Customer¿s other relevant blood glucose level was 420 mg/dl. The customer was using the insulin pump within 48 hours of reported event. Customer declined for troubleshooting. Customer reported that the insulin pump had issue with calibration. The insulin pump will not be returned for analysis.